Event description:
Caller reported air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on using room temperature insulin when filling the cartridge, acknowledged this guidance, and was advised to change the cartridge.